Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion and prime, compromised force sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
It was reported that insulin pump had motor error. Customer¿s blood glucose was 15.0 mmol/l at the time of incident. The customer stated that they were able to clear the alarms and rewind the insulin pump. Drive support cap appears to be normal. Troubleshooting was performed. The insulin pump will be returned for analysis.